Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform complaint lot history check for foreign matter on needle tip due to unknown lot number. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that while using bd syringe 0.5ml 29ga 12.7mm foreign matter was discovered on the tip of the needle. There was no report of patient impact. The following information was provided by the initial reporter: the patient reports that at the moment of using the syringe, he pushed the piston to let out the air contained in the syringe body and saw a drop on the tip of the needle, attributable, according to him, to humidity due to storage of the syringes in a very humid place. He adds that he uses them for non-insulin therapy (but does not specify what other therapy), that he bought them in england because he lives there and that once ordered, he had to wait a long time for delivery because customs clearance due to brexit was a complicated and long process. He also wants to specify that his call is not intended to make a report, but only to understand if the drop of moisture is normal after storage in a very humid place. He did not want to leave neither phone nor email to be informed of the result of the analysis on the batch.